Manufacturer narrative:
Updated b5, g3, h11. Added h2, h4. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 11/13/2024.

Event description:
The customer provided a new event date.

Event description:
No additional customer information.

Manufacturer narrative:
Updated: b5, d10, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: instrument/suction channel - staphylococcus epidermidis growth elevator wire channel - micrococcus luteus growth. The root cause was not established. Based on the investigation, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms. The investigation also identified debris in the instrument and air/water channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.